Event description:
It was reported that the patient experienced discomfort at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was relocated to a new pocket on the opposite side to address the issue. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.